Event description:
It was reported that the programmer was broken and was not to be used. It was further noted that it was being returned as part of an exchange program. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was broken, it powered up to an error, its software was reloaded to resolve. Analysis also noted that the left keyboard hinge was broken, the system fan was intermittently noisy, the hard drive health was less than 100%, the keyboard was missing screws, the pads on the lower case was worn and various case parts were deemed unacceptable for use as a pullback unit based on cosmetic appearance. All found defective parts were replaced. (B)(4).